Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the ratchet handle is not working during surgery. Device had to be turned 360 degrees for carrier to fed through mesher. There was no harm, and the delay was between 16 to 30 minutes. There were no adverse events reported due to this event.